Event description:
It was reported to gore that a pt underwent a ventral hernia repair in 2007, where a gore dualmesh biomaterial device was used. In (B)(6) 2012, the device became infected due to an abdominal wall abscess and was explanted. Add'l, event specific info was not available.

Manufacturer narrative:
There are many complex clinical variables, such as pt condition/medical history, which may have been related to the reported abscess. However, there is no indication that a device defect or malfunction was involved. The potential for such an event is addressed in the adverse reactions section of the instructions for use, stating, "possible adverse reactions with the use of any tissue deficiency prosthesis include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma and recurrence." In addition, it is noted in the event of an resolved infection, the device may require removal or that if exposures occurs, such as in add'l abdominal surgery, treat to avoid contamination, or device removal may be necessary. The device had been in place for more than 4 years. All available info has been placed on file for use in tracking, trending and follow-up.